Manufacturer narrative:
The device history record (DHR) for lot 24g003 was reviewed and no anomalies related to the reported issue were observed. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation, therefore the affected device(s) could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the patient was administered an influenza vaccine in left deltoid using proper im administration technique. Upon administration, the vaccine solution ran out of the syringe and down patient's arm instead of injecting through the needle. There was more tension felt with attempt to inject than usual. The needle appeared to not allow any vaccine solution through. The patient did not receive any of the vaccine. The entire amount of vaccine solution leaked out through base of vial that connects to the needle. Discussed with md and gnp and patient and patient wanted vaccine readministered.